Event description:
Doctor was using a v-loc suture placed a few then started having problems with the suture breaking. Removed all sutures from that box and more from the shelf with the same lot number. Also reported to (B)(6) to make sure no other facilities had any affected product. Patient had to be brought back to surgery that evening for bleeding. Might have been due to the fact that the suture was breaking. Dr (B)(6).